Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient called to report nausea, brain fog and dizzy, and deflation as well as exchange from textured to smooth due to concern with the product. This record is for the right side. The device remains implanted.